Manufacturer narrative:
No other complaints of sensitivity/allergies have been received for this lot. The lot history was reviewed, and the certificate of conformance for the materials met requirements. No ingredients related to listed allergens are contained in the product formulation. Solventum will continue to monitor.

Event description:
The patient¿s mother reported her son went into anaphylactic shock after application of 3m¿ vanish¿ 5% sodium fluoride white varnish, was seen at the emergency room (ER), required treatment with epinephrine, and is now better. The dental office¿s patient coordinator later reported nupro® prophylactic paste with fluoride was also applied during the dental appointment prior to the varnish. The patient was seen at the ER approximately one hour later due to a rash on the face, received epinephrine, and was released from the ER that same day.